Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl while her sensor glucose reading was 400 mg/dl. The customer declined to troubleshoot as the sensor was already removed. The customer stated that the sensor cannula was not bent. The customer will be sent a replacement sensor.